Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for an accelerated heart rate with lethargic symptoms. The patient received an external cardioversion at the clinic. The implantable cardioverter defibrillator (ICD) was suspect of perhaps not ¿working¿. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.